Event description:
A cook hemoclip was placed but would not detach due to equipment failure. Unable to remove the clip with gentle traction, the entire apparatus was removed. A boston scientific hemoclip was then placed in its place. There was good hemostasis at the end of the procedure.